Event description:
This is an adult male who has failed conservative efforts to lose weight, now has a bmi of 40 kg/m2 with associated medical comorbidities. Patient was brought to the operating room in stable condition having received intravenous antibiotics. He was positioned supine. The patient received general anesthesia and was intubated. A 36-fr orogastric tube was placed into the stomach. The abdomen was prepped and draped in sterile fashion. Timeout was performed. Procedure was started with insufflation of the abdomen. Various trocars were placed into different ports. When it was time to use the ligasure, there was an issue encountered: ligasure did not seal when activated. The device was replaced with another similar one and the procedure was completed without any further incident. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure (per site reporter). Device submitted to med field representative.